Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2019-11952. It was reported patient stopped using the system for about 2 years approximately, due to ineffective coverage and stopped using the system. Patient may be awaiting surgical intervention at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.